Event description:
It was reported that review of the stored data from this system identified low intrinsic amplitudes and undersensing with this atrial lead. A boston scientific technical services consultant recommended further lead evaluation. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.